Event description:
It was reported that bd insyte autoguard winged needle does not retract. The following information was provided by the initial reporter, translated from french to english: catheter needle does not retract on removal users have found that the canula does not retract properly. When did the incident occur? During use.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: the complaint that the needle does not retract could not be confirmed from the three 24g insyte autoguard units that were received in sealed packaging from lot #4164532. A functional test showed that the safety mechanism functioned and each needle fully retracted. The affected units were not provided for investigation. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of manufacturing records was performed and there were no issues during the production of this batch. A review of manufacturing records was performed and there were no issues during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.